Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3/5. The home patient (hp) stated a supply bag fell and disconnected. The hp chose to complete therapy with manual supplies. The tsr referred the hp to the nurse. The hp discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.